Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.